Manufacturer narrative:
(B)(4). The customer returned one guide wire and one lidstock for analysis. Signs-of-use in the form of biological material was observed between the coils of the guide wire. Visual analysis revealed a slight bend near the middle of the guide wire body. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination confirmed the bend and revealed that the proximal and distal welds were secure and intact. The kink/bend in the guide wire measured approximately 375mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .794mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The returned guide wire was passed through a lab inventory introducer needle/ars assembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a slight bend near the middle of the guide wire. Likewise, the distal j-bend was misshapen. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor found the catheter kinked when opening the tray.

Manufacturer narrative:
Qn#: (B)(4). The preliminary evaluation of the returned device indicates swg (spring wire guide) kinked in use.

Event description:
The customer reports that the doctor found the catheter kinked when opening the tray.